Event description:
It was reported that during troubleshooting for unrelated alarms on the homechoice device, the nurse failed to have the patient restart therapy with new supplies. The nurse continued to cycle power on the homechoice in an attempt to clear the alarms without resetting up. This occurred while the patient was connected and in patient dwell for peritoneal dialysis therapy. The technical service representative explained that new supplies were needed and the nurse stated that they would reset up therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Multiple sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.